Event description:
It was reported that the device may have had a premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. Analysis revealed normal battery depletion.

Manufacturer narrative:
(B)(4).